Event description:
It was reported that the customer had a button error alarm and a keypad anomaly on the insulin pump. Customer could not push any buttons. Customer's blood glucose level was about 60 or 70 mg/dl. Customer stated that she was a little low earlier with a blood glucose level of 46 mg/dl about 10 minutes ago. Customer had not eaten very much and treated by drinking juice. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with an intermittent button due to corroded keypad traces. No button error alarms noted. The insulin pump was received with minor scratches on lcd window.